Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer felt that the fill estimate was underestimating the amount of insulin inside the cartridge. Reportedly, the customer experienced an elevated blood glucose (bg) level of 385 mg/dl. To address the bg level, the customer delivered a correction bolus. Review of the pump data logs by tandem technical support showed that the insulin gauge appeared to be decreasing as intended. Additionally, the pump logs showed that a cartridge alarm 19 had occurred. Although requested, no additional information was provided by the customer.